Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is migrating out of her fallopian tube') in a 37-year-old female patient who had essure (batch no. 628425) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with medical device discomfort, pelvic pain, back pain and abdominal pain, heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal distension, rash, alopecia and dyspareunia had not resolved. The reporter considered abdominal distension, alopecia, device dislocation, dyspareunia, heavy menstrual bleeding and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound scan - in (B)(6) 2016: results: right coil is migrating out of fallopian tube. Lot number: 628425. Manufacturing date: 2008-11. Expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is migrating out of her fallopian tube') in a (B)(6) female patient who had essure (batch no. 628425) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with medical device discomfort, pelvic pain, back pain and abdominal pain, heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal distension, rash, alopecia and dyspareunia had not resolved. The reporter considered abdominal distension, alopecia, device dislocation, dyspareunia, heavy menstrual bleeding and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound scan - in (B)(6) 2016: results: right coil is migrating out of fallopian tube. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received: lot number and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.